Event description:
It was reported that during use of the bd pcr cartridge on bd max instrument, an unspecified number of false positive flu a patient results were obtained. Positive samples were retested and were negative. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: njr. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary; the complaint investigation for discrepant results when using the bd pcr cartridges (ref. 437519) lot 4149773 with the bd respiratory viral panel for bd max¿ system kit from an unknown kit lot was performed by the complaint¿s history review. Customer reported suspected false positive results for the influenza a (flua) target when using the bd pcr cartridges from lot 4149773. Despite multiple attempts made to receive information from the customer, no data was provided for the investigation. However, the bd pcr cartridges (ref. 437519) lot 4149773 used by the customer has been identified as potentially depicting unusual curves presenting an upward drift and actions were taken to prevent the recurrence of this issue. However, without any data, bd is unable to determine if it is related to the customer issue and thus can not identify the cause. Bd cannot confirm the complaint based on the investigation that was performed since no data were provided. The root cause was not identified. Bd did not initiate a corrective and preventive action for the customer issue. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of the bd pcr cartridge on bd max instrument, an unspecified number of false positive flu a patient results were obtained. Positive samples were retested and were negative. There was no report of patient impact.